Event description:
It was reported that a power source alert 07 occurred. There was no reported impact to the customer¿s blood glucose level. The customer resolved the issue by unplugging and replugging the pump, which then started charging normally, and was provided a replacement tandem cable and wall adapter by technical support.